Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 204 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. Blood glucose at the time of the call was 316 mg/dl and treated with bolus. The high blood glucose was caused when customer treated based on the sensor glucose value. Reviewed insertion techniques with the customer. The sensor will not be returned for analysis.